Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the grippers were unable to be raised. Although there was no adverse patient effect, gripper actuation issues have potential of injury. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The first clip delivery system (cds 60415u135) grasped the leaflets successfully twice. Both times, an unsatisfactory mr reduction and high mean pressure gradient was noted. Therefore, a third grasp was attempted, however, the grippers were not responding to the gripper lever. The grippers were down and were not responding to raising or lowering of the gripper lever. The device, containing the un-deployed clip, was removed from the anatomy without reported issue. A second cds was attempted. After each leaflet grasp, the mean pressure gradient was 7. Therefore, the clip was not deployed and the device was removed without reported issue. The procedure was aborted. The mr remained at grade 3-4. No clips had been implanted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The reported gripper actuation issue was confirmed and a gripper line break was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the observed gripper line break while the device was in the patient anatomy. It is possible that there were procedural conditions (e.g. Patient anatomy) which resulted in increased tension on the gripper line such that it broke; however, a definitive cause for the gripper line break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.